Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. It was also noted that the patient did not have an right ventricular (rv) lead, however rv pacing percentage was 100%. It was discussed that there were 3 beats of v-pace noted, likely during testing or switching modes when the patient had an MRI. It was noted that the patient's MRI occurred in may, however the date of MRI did not correlate with the increase in power consumption from the available device data. Device replacement was recommended. This device remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. It was also noted that the patient did not have an right ventricular (rv) lead, however rv pacing percentage was 100%. It was discussed that there were 3 beats of v-pace noted, likely during testing or switching modes when the patient had an MRI. It was noted that the patient's MRI occurred in may, however the date of MRI did not correlate with the increase in power consumption from the available device data. Device replacement was recommended. This device remains in service at this time. No adverse patient effects were reported. Additional information received reported that this pacemaker was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.